Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he inserted a new battery in his pump and received a battery out limit alarm. His blood glucose was unknown. The customer said that when he was trying to fill the tubing, insulin began squirting out. He said that it alarmed and then started counting to 6. He said that it gave several alarms. While trying to prime, the customer received a compromised forced sensor alarm. During prime rewind troubleshooting, the customer said that the drive support cap was not loose or sticking out. Also, advised the customer that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. The customer also mentioned that he had a battery out limit alarm. During troubleshooting, the customer mentioned that he had replaced battery after not wearing it a month and that it was not alarming at the time of the call. He said that the batteries were out of the pump greater than the duration allowed by the pump. He was advised that the pump would need to be replaced based off of the compromised forced sensor alarm. The insulin pump is being returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. The insulin pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no unexpected battery out limit alarm noted. Pump received with cracked reservoir tube lip and minor scratches on display window noted. No moisture damage noted on electronics assembly.